Event description:
Healthcare professional (hcp) reports patient (pt) received first hemodialysis treatment (tx) immediately following open heart surgery in the ICU using a ca 170 dialyzer. At onset of tx the pt's blood pressure and oxygen saturation dropped. Cardiac monitoring showed rapid multifocal atrial tachycardia. The pt was removed from the dialyzer at this time and oxygen increased. The next day the tx was reported and the pt tolerated it without incident. The tx was again repeated the third day post op and the pt developed decreased oxygen saturation, wheezing and bronchodialator administered. Hcp reports pt's symptoms resided 30 minutes after onset. Hcp reports no other pt's at this center reported difficulty with this ca170 dialyzer. The hcp reports pt is fully recovered at this time.